Event description:
It was reported that before an unknown procedure, the outer seal was separated from the sleeve and the two parts could not assemble together. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Instrument compatibility the analysis results found that the device was returned in good visual condition. During functional examination of the device the universal seal could not be assembled with the sleeve assembly. Since the device was returned outside of its sterile package, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.